Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having an issue with air bubbles. The patient's blood glucose at the time of incident is unknown; however, his most recent blood glucose was 286 mg/dl. Troubleshooting could not be completed for the air bubbles anomaly since it was a past event. The size of the bubbles were small; they had a cloud-like consistency. The customer stated that he had gone through about 6 reservoirs recently; sometimes the reservoirs have air bubbles and sometimes they do not. The customer stated that his insulin was cloudy. The customer was advised to avoid bending the tubing and to try a shorter tubing length. No products were returned or replaced.